Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by pt's counsel that he received a hip implant with no date provided and was revised on (B)(6) 2012. Initial review of complaint and supplemental info: this is an mmc acetabular cup complaint and not a durom case. The pt was implanted with metasul large diameter head 46/l, zimmer mmc cup 54mm/46mm code l, head adapter s/-4; 12/14-18/20, alloclassic sl stem 7 12/14, on (B)(6) 2010. Due to reasons not reported, the pt underwent revision surgery on (B)(6) 2012.

Manufacturer narrative:
It was reported that the patient was implanted a zimmer mmc cup 54mm/46mm code l on the right side on (B)(6) 2010. The patient was revised on (B)(6) 2012 due to inflammatory-type pain. Implantation report dated september 19, 2010: a (B)(6) years-old patient received a tha on the right hip due to severe osteoarthritis. No other conspicuous information. Revision report dated (B)(6) 2012: revision of right mom tha. Cocr levels in blood increased (no indication available about the amount) patient was suffering from inflammatory-type pain at right hip. Septic workup was (B)(6). Femoral and acetabular component found to be well fixed. During surgery, no obvious metal debris was found. Cup was left in position which was found to be well at 45° inclination angle. A competitor product was implanted and the ldh removed. No trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. Pain cannot be related to a single specific failure mode. Based on the given information, a final assessment is therefore not possible. Should any additional information that changes the assessment become available to us, we will re-evaluate the case. However, all possible causes related to the issues reported are listed in dfmea. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It has now been reported that the patient was implanted a zimmer mmc cup 54mm/46mm code l on the right side on (B)(6) 2010. The patient was revised on (B)(6) 2012 due to inflammatory-type pain.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, an updated report will be submitted when more info is received or if the device will be returned for investigation. (B)(4).